Event description:
It was reported that during advancement of the delivery system the physician encountered some resistance; however, the physician was able to advance the device to the target site. The target was a stenosis beyond the venous anastomosis of a fistula in the upper arm. Once at the site, the physician started deploying the stent graft, the first 10mm of the stent graft were deployed and the physician waited for the stent graft to appose to the vessel wall. Once the stent graft apposed to the vessel wall, the physician proceeded to deploy the stent graft; however, the stent graft jumped approximately 5cm. The physician attempted to move the stent graft back to the intended site; however, was unsuccessful. Therefore, the stent graft was post-dilated and left in place. Another stent graft was deployed at the target site. There was no report or injury to the pt.

Manufacturer narrative:
The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.